Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the healthcare provider (hcp) was unable to make adjustments to the patient's valve, believing it was stuck in its setting of 1.5. Speculation was that the arteriovenous malformation (avm) implants were obstructing the adjustment tools. The hcp tried the manual hand tools and the electronic adjustment tools without success.